Manufacturer narrative:
Additional information: h6 and h10. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Age at time of event: (B)(6). The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a disconnection (reported as fell off) between the transfer set and the pd catheter which resulted in peritonitis. It was reported the patient ¿put it back after¿. It was unknown if the event occurred during use. The cause of the disconnection was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the event. At the time of this report, the patient was recovering from the peritonitis event. The patient was retrained on proper aseptic technique. Action with pd therapy was not reported. No additional information is available.